Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15136. The pt reported her stimulation is not providing effective pain relief. The pt states, she feels stimulation in her pain area, however, it does not provide relief. Reprogramming attempts have been unsuccessful. The pt desires to have her scs system explanted. The pt was instructed to consult with her physician regarding undergoing surgical intervention to have her scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.